Event description:
It is reported that the patient experienced a button error on their insulin pump. The patient's blood glucose level was not given. Trouble shooting was performed. Patient is advised to resort to backup method and cease use of the insulin pump. Pump is not being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.